Manufacturer narrative:
This report is being submitted as additional information was received that this left bundle branch (lbb) lead was capturing, however, the response from the patient's heart was not desired by the physician. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the left bundle branch (lbb) lead. Subsequently, the crt-d and lead were explanted and replaced. It was noted that during its implant procedure, there was difficulty placing this lead. No additional adverse patient effects were reported. Additional information was received that the lbb lead was capturing, however, the response from the patient's heart was not desired by the physician. This lbb lead has not returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the left bundle branch (lbb) lead. Subsequently, the crt-d and lead were explanted and replaced. It was noted that during its implant procedure, there was difficulty placing this lead. No additional adverse patient effects were reported. This lbb lead has not been returned for analysis.